Event description:
It was reported that the check plunger level error occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The left and right plunge cases were damaged. There was a check clutch/ plunger lever error in the event history log. Customer stated problem was verified during occlusion tests. The technician was able to duplicate the reported issue. The root cause of the reported issue was found to be clutch half's, which cleared up the problem. Replaced clutch half's left and right, leadscrew and spring as a preventative measure.